Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn or lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on an unknown date. According to the complainant, the stent was placed by an interventional radiology (ir) physician. During the placement procedure and following the stent placement, a gastrointestinal (gi) physician examined the patient. It was noticed that the stent had migrated out of its original position. The patient was referred to another physician to have the stent removed and another hot axios stent placed. This removal procedure was performed on (B)(6) 2018. The patient is scheduled for a two week follow up with the physician. There were no patient complications reported as a result of this event. The patient's condition reported to be fine.